Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 306mg/dl, with polydipsia, symptoms of dehydration, and a headache, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the basal delivery total in total daily dose did not match due to a cartridge change, a suspend, and the customer making changes to the basal program. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient was reportedly taking an antibiotic for treatment of a urinary tract infection. The patient was referred to their healthcare provider for diabetes management. The pump history indicated the infusion set had been used for four days. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.